Manufacturer narrative:
Per the clinic, the patient experienced atypical impedance and decline in performance. There are plans to explant the device due to the open circuits and the device was subsequently explanted on (B)(6) 2025. The patient was reimplanted with a new device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. It was also reported that the patient experienced a head trauma in ealy (B)(6) 2025 (specific date not reported) and open circuits were noted on 22 electrodes. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device.

Manufacturer narrative:
Per the clinic, there are plans to explant the device due to the open circuits and the device was subsequently explanted on (B)(6) 2025. The patient was reimplanted with a new device during the same surgery.